Event description:
During a mandibular block anesthetic injection, dr withdrew the needle and realized it was detached from hub. The needle remained in the pt's gum tissue. Dr was unable to remove the needle and consulted a surgeon to remove it. The needle was surgically removed. There were no reported complications.